Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Event description:
It was reported that during a gall bladder procedure, there was malformed clips, did not close. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition with a clip in the jaws; the clip was removed in order to mesure jaw width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled and ejected the remaining clips, causing unformed clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.